Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the amount of insulin that should have been delivered was not delivered. There was no additional information provided. Customer technical support has attempted to reach the patient for additional information, without success. This complaint is being reported because it is unclear at this time if there was an insulin delivery issue with the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump back box and histories showed no activity related to the event. During investigation, the pump successfully completed a rewind, load, and prime sequence and was exercised for 12 hours with no alarms or issues occurring. The complaint was not duplicated during investigation. Unrelated to the complaint, the display was observed to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.